Event description:
Received info regarding a cartridge alarm 25 during basal delivery. Reportedly, the customer's blood glucose level was higher (266 mg/dl) after the alarm occurred. Customer was able to reload a cartridge successfully.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.